Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system. The pump was used to deliver dilaudid (hydromorphone) 2.5mg/ml at 2.5mg/day and bupivacaine 40mg/ml at 40mg/day. It was reported that the patient experienced increased pain. A possible kinked catheter occurred from flipping was reported. During a catheter access port (cap) study, they were able to aspirate but did not push dye or do the dye study. The possible kink was not confirmed. There was a discussion of a possible pump segment replacement if no change in therapy occurred. Further follow-up and diagnostics were planned for (B)(6) 2023 a dye study and pump refill were planned for (B)(6) 2023 to decide if a revision was necessary. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, pump flipping was noted. At the time of this report the issue/increased pain was not resolved and the patient status was "alive-no injury". In regards to actions taken to resolve it, it was noted that the pump was increased. Additional information received on 2023-10-25 indicated that aspiration occurred. A successful dye study occurred. The cause of the increased pain was not determined. In regards to actions taken or planned to resolve the increased pain, the physician adjusted the pump settings. In regards to troubleshooting/"diagnostics" related to the flipped pump, the physician was able to flip the pump back and it was "not an issue at this time". If the flipped pump was a continued problem, the physician would schedule a re-anchor. The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.